Manufacturer narrative:
D4: lot# is unknown g2: country of origin is germany g5: this part is not approved for use in the united states; however, a like device catalog # kx203, 510k # k101864 and UDI # (B)(4) was approved in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the balloon burst at 90 psi. There was no patient involved. There were no further complications regarding the event. Additional information received from the manufacturer representative that the procedure involved was balloon kyphoplasty for osteoporotic fracture. Levels involved was l1.